Event description:
It was reported that contrast-enhanced peripheral run-off studies using 3-d angiography technique show significant vasculature shading. There was no injury reported. The concern is that a misdiagnosis of vascular stenosis could result if the entire vascular length is not clearly seen.

Manufacturer narrative:
Site and in-house investigations conducted by ge engineering revealed that the vasculature shading was due to attenuated signal as a result of arteries passing through signal void regions. The shading is dependent on the way the pt loads the rf coil and can vary from pt to pt. Pt info was not available. A supplement report will be submitted should the info become available.